Event description:
The dealer reported that the patient lift had an unknown failure and that the user who was moving a patient at the time was injured and was placed on light duty at work due to the injury. The patient was not injured. No further information is available at this time.